Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction alarm occurred. Reportedly the pump had been dropped. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 220 mg/dl.